Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Investigation was unable to determine which of the leads attributed to the event. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), lot: a0000989.

Event description:
Additional information received identified that system diagnostic recorded high impedances on one lead. As a result, patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data: d4 - additional device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experienced inadequate stimulation with their scs system was reported to abbott. Reprogramming was unable to resolve the issue. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.